Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low defibrillation impedance and noise leading to oversensing were observed on the right ventricular (rv) lead. The oversensing led to incorrect diagnosis of ventricular fibrillation (vf) and the delivery of inappropriate anti-tachycardia pacing (atp). The rv lead was capped and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.